Event description:
As reported, approximately (B)(6) years post op initial right tka. This 74 y/o male patient was revised, due to instability. Liner was exchanged. Patient was last known to be in stable condition following the event. No other patient information/medical history reported. Unable to obtain photos/x-rays. Product not returning, disposed at the hospital.

Manufacturer narrative:
(H3) pending evaluation. (D10) concomitant device(s): (B)(6), 300-01-11, equinoxe, humeral stem primary, press fit 11mm; (B)(6), 315-35-00, glnd kwire; (B)(6), 320-01-38, equinoxe reverse 38mm glenosphere; (B)(6), 320-10-00, equinoxe reverse tray adapter plate tray +0; (B)(6), 320-15-04, rs glenoid plate post aug, 8 deg, right; (B)(6), 320-15-05, eq rev locking screw; (B)(6), 320-20-00, eq reverse torque defining screw kit; (B)(6), 320-20-18, eq rev compress screw lck cap kit, 4.5 x 18mm; (B)(6), 320-20-30, eq rev compress screw lck cap kit, 4.5 x 30mm; (B)(6), 320-20-30, eq rev compress screw lck cap kit, 4.5 x 30mm; (B)(6), 320-20-34, eq rev compress screw lck cap kit, 4.5 x 34mm; (B)(6), 320-38-00, equinoxe reverse 38mm humeral liner +0; (B)(6), 531-20-00, shldr gps rvrs drill kit; (B)(6), 531-78-20, shoulder gps hex pins kit; (B)(6), 531-78-20, shoulder gps hex pins kit; (B)(6), a10012, gps implant kit v2.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the instability and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
*The following sections have corrected information: (h6) health effect - clinical code, medical device problem code.

Manufacturer narrative:
H6: corrected type of investigation, investigation findings, and investigation conclusions. Manufacturer narrative updated: based on review of all available information, there is no evidence to suggest that the reported event is related to any product problems or use issues. The cause of the instability cannot be conclusively determined; however, the reported instability may have been related to several potential factors including but not limited to the implant selection, the surgical procedure itself, patient activity after surgery and/or underlying patient medical conditions.